Manufacturer narrative:
The insulin pump passed the displacement test and selftest. No pump error 53 or pump error 4 alarms during testing. Successfully downloaded history files and traces using thump. Pump error 53 & pump error 4 was present in the history download on event date of (B)(6) 2022 16:25:08.000 esf# 3764385, file number= 2104,line number= 382. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb2 and motor home switch. The following were noted during visual inspection: scratched case, scratched lcd window, cracked battery tube threads, missing display window cover, pillowing keypad overlay, cracked battery tube case, serial number label damage, moisture damage, corroded motor home switch. Pump error 53 and pump error 4 was confirmed due to hardware error and moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump alarmed multiple pump error alarm. Customer was able to clear the alarm and rewind the insulin pump. The self test was passed. The insulin pump was damaged and broken. The type of damage was crack. The location of damage was at the back of the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.